Event description:
It was reported during an unknown surgery while inserting a pink 16 mm zero-p screw into the implant, a thin pink colored titanium spiral peeled off the screw head, and was picked up by the surgeon with tweezers. The screw was torqued off and remains in the patient. The fragment was discarded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.